Event description:
No additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device was jumping. The device was cutting off and on and making impartial cuts. Additional surgery was not required. There was no harm/injury to the patient. There was no delay in the procedure. Another device was not used to finish the surgery. An unplanned graft was not taken and the device did not damage the taken graft. Due diligence is in progress. At this time there is no additional information available.